Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the handle could not be squeezed even after the green safety button was pressed. A second pair of handle and reload were used but it had the same issue as the first one. There was no reported patient injury.